Event description:
The customer reported the ventilator main ac circuit breaker tripped causing the ventilator to alarm and switch to backup battery power. The backup battery became depleted after extended use and the ventilator shut down and alarmed. The device was in use on a pt however, the customer reported there was no pt harm. The respironics service technician was unable to duplicate the customer reported problem of the ac circuit breaker tripping. The service technician reported the customer had reset the main ac circuit breaker on the ventilator to the on position. If the main ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will switch over to backup battery power if available; if not available, the ventilator will shut down and alarm. Review of the diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The service technician replaced the mains circuit breaker as a percaution. Performance verification testing was completed and the unit passed to operating specifications.

Manufacturer narrative:
H6: main circuit breaker in off position.